Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Functional test process of current production of smart concha no sterile ip-5041ns batch 74c1801951 was reviewed and no issues were observed that can lead to the defect reported. A device history record review could not be conducted since the lot number was not provided. To perform a proper and thorough investigation to confirm the alleged defect, determine a root cause and establish any corrective action, it is necessary to evaluate the sample involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. Root cause is unknown. No corrective action can be established at this time. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "comfort flo circuit and column overflowed with concha water. Rt staff noticed prior to lavaging patient. Flows at 4lpm." Alleged issue reported detected during use. It reported there was no patient injury or consequence.

Event description:
Customer complaint alleges "comfort flo circuit and column overflowed with concha water. Rt staff noticed prior to lavaging patient. Flows at 4lpm." Alleged issue reported detected during use. It reported there was no patient injury or consequence.

Manufacturer narrative:
(B)(4). One (1) 382-10 concha column, and one (1) comfort flow circuit with release value was received for investigation. No apparent abuse/misuse/damage was visually noted on any of the components. A check valve test was then performed. The check valve discs for the conchasmart demonstrated that all three valves would move as the column valves were turned from one side to the other showing the discs themselves were free to move. A syringe was connected to the upper tube to push and pull upper check valves. Both upper valves moved back and forth freely with no impedance. The same test was applied to the lower tube check valve which resulted in freely moving valves with no impedance. During the column/bottle testing the returned column was connected to a concha water bottle in correct positioning and punctured both upper and lower tubes into concha water bottle. The conchasmart column filled to the bottom of level sensing tube and stopped as expected. The column was then hooked to the returned 2414 comfort flo circuit with a 2411-04 neonate cannula from the lab using the 3lpm flow mentioned in the report with no problems then disconnected the cannula with no water level increase into the circuit. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. All of the water was drained from the concha column and it was placed into a neptune humidifier (425-00). The neptune was turned on and set to 37 degrees celsius, with high rainout. In approximately three minutes the lower water indicator lamp came on signaling the low water float in the column was fully functional. The infant cannula was reconnected to 3lpm of air and the nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve (also returned with the sample) actuated representing the worst case back pressure for the system then disconnected the airflow. Based on the investigation performed, the reported complaint could not be confirmed. The alleged defect could not be recreated in the lab even at the highest back pressure settings.